Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating two cadd cassette reservoirs were occluded when taken out of the packaging and a third cassette had the same issue and was still in the packaging.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating two cadd cassette reservoirs were occluded when taken out of the packaging and a third cassette had the same issue and was still in the packaging.